Manufacturer narrative:
(B)(4) eval results: visual inspection of the returned product found pieces of the lens optic and both haptics torn off and missing. The lens was returned dry and there was evidence of dark residue. (B)(4).

Event description:
The reporter indicated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens tore. The incision was enlarged to remove the lens and another lens was implanted. The reporter indicated the cause of the torn lens was due to a loading error. This is one of two lenses used for this pt - see MFR report # 2023826-2010-01205.